Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that a "pump not primed" alarm occurred. The device was not changed out. The perfusionist called the hospital clinical staff that came in and evaluated the unit. The unit worked properly for the remainder of the case. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the pt.